Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an endocarditis developed by the patient. Before explanting the device, it was used for a short period of time as a temporary pacemaker until its replacement. A new device of a different model was successfully implanted a few days later. No additional adverse patient effects were reported.